Manufacturer narrative:
(B)(4). D10- medical product stemmed tibial component precoat size 5 item# 00598004701 lot# 67084819. G2- china. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with a tibial tray. Attempts to obtain additional information have been made; however, no more information is available.